Event description:
The customer reported there was no image from the camera head during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image. A review of the device history record found no deviations that could have caused or contributed to the image not being displayed. The device was shipped in accordance with the specifications. Based on the results of the legal manufacturer's investigation, it is likely the image was not displayed due to a faulty cable. However, a definitive root cause of the reported issue could not be identified. The cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device. In addition, there was a small dent and scratches on the coupler and the serial number plate was faded. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.